Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vault and angle closure with elevated iop. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens and presence of red and clear residue on the lens surface. Conclusion: this lens is contraindicated for use in patients with anterior chamber depth (acd) less than 3.0 mm. (B)(4)